Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top case chipped and cracked and the plunger lever cracked. During analysis, the reported problem was able to be duplicated. It was noted that the reported issue was caused by cracked plunger lever that would not engage the clutch, and impact on case damage. Service replaced right plunger case and damaged top case to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing, a smiths medical medfusion pump had a stocked shaft and a damaged case. No patient was involved in this event. No adverse effects were reported.